Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the noise could not be re-created. The caller spoke with this patient¿s cardiologist who will continue to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been lost to follow up. A review of this patient¿s remote monitoring data identified pacing impedance measurements had been trending upwards on the right ventricular (rv) channel and had exceeded 2000 ohms. Additionally, shocking impedance measurements seemed to be trending high. The presenting data did show some noise which had not been oversensed. The caller was inquiring if the lead could be fractured. No adverse patient effects were reported.